Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and apical vaginal vault prolapse. The patient underwent the concurrent procedures of an anterior/posterior colporrhaphy, vaginal sling repair, sacrospinal ligament fixation and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced infection, urinary problems, organ perforation, recurrence, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent open left inguinal hernia repair with davol mesh on (B)(6) 2012 by dr. (B)(6) due to symptomatic direct left inguinal hernia.